Manufacturer narrative:
The ultrasound video gastroscope will not be returned for evaluation. (B)(4).

Event description:
On (B)(6) 2015, pentax medical received information which stated that, during procedure, while advancing the ultrasound video gastroscope to the duodenum, the patient was perforated. Endo clips were used to seal the perforation. The patient was stable at the time of the incident.

Manufacturer narrative:
(B)(4)

Event description:
Based on the investigation performed by pentax, completed on (B)(6) 2016, it is reasonable to conclude that the most probable root cause for the event is user error. The territory manager stated the physician felt that the functionality of the pentax medical linear ultrasound video gastroscopes are very different than competitor's product. More specifically, the customer explained that "due to the size of the distal tip, the stiffness and lack of flexibility in the insertion tube, they are more like to perforate" using pentax scopes. In other words, the customer is not satisfied with the design of the scope and provided such customer feedback as reasons they believe may have contributed to the perforation. An evaluation of the scope could not be conducted as the complainant did not return the scope for evaluation. In addition, a device history review could not be performed on the reported linear ultrasound video gastroscope since no serial number was provided. Therefore, a review of manufactured condition, inspections, possible rework or concessions could not be performed. As per a review of the IFU for eg-3870utk, cautions are stated regarding perforation. Specifically, "use caution during any movement or angulation of the endoscope distal end and/or elevator (where applicable) to avoid patient trauma, tissue damage and/or perforation. Never apply excessive pressure of the endoscope distal end against patient tissue". Additional warnings state "it is, therefore, important to closely monitor the patient at all times and to aspirate excessive air to prevent over insufflation and potential pneumatic perforation". Based on a review of IFU it is reasonable to conclude that a perforation can occur, if caution is not exercised during procedure. No further information has been received for this event, therefore, pentax medical considers this medwatch report closed.